Event description:
It was reported by service report that the head section was bent and would not allow it to lock into place. The wheel was also broken in the middle. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Crossbar release, wheel.